Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was explanted from the patient's left eye due to asymmetric lens vault (z-syndrome). Additional information has been requested, but has not been received.